Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The cause of the incident remains inconclusive due to the pump remains implanted. Our representative has attempted to seek additional information, but the physician and the clinic have stopped answering her calls.

Event description:
Intera oncology was notified that a patient's pump during their first refill had 26 ml residual. On (B)(6) 2025, the patient had 30 ml residual of floxuridine removed from pump. The nurse practitioner denies any aspiration of the pump taking place. The patient had pump study on (B)(6) 2025, which showed "no hepatic perfusion. Focal radiotracer at the site of injection in the subcutaneous tissues adjacent to hepatic artery infusion pump. No tracer within stomach, bowel or lungs". The patient was scheduled for repeat study in ir on (B)(6) 2025. The physician responded to our representative on (B)(6) 2025, and indicated that the study was done and the catheter seems to be working. When asked if the patient used heat and what study was completed, he stated, he did not know.